Event description:
The customer reported the panorama telemetry system shut down, causing loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. Corrections included replacement of the wireless transceiver's power supply.